Event description:
Towards completion of adenoidectomy, suction electrosurgical coagulator was in use on an adenoid patch and a small flash of fire was noted at the tip of the electrosurgical coagulator. Electrosurgical coagulator immediately removed from the field, oral cavity irrigated with saline. Superficial burn to the nasopharyngeal aspect of the soft palate and mild edema noted. Steroids administered to pt, discharged following day.

Manufacturer narrative:
Date megadyne became aware of potential relationship between administration of steroids and/or prolonged hospitalization to event. Megadyne is unable to establish a causal relationship between the proper installation and use of the device and the reported event. The initial reporter did not determine this event to be a serious injury and determined medical/surgical intervention was not required to preclude permanent impairment to a body structure or function. Megadyne is reporting because subsequent info indicates a potential relationship between the event and the administration of steroids and/or prolonged hospitalization. The device has not yet been returned for eval. A review of the device history records indicates the device was manufactured to dmr specifications and there is no evidence to suggest a device defect or malfunction. A review of the product history indicates this is a reliable component of electrosurgery. Based on the description of the event, the most likely cause is related to ignition of flammable gases contained within the oral cavity, an inherent risk of the procedure that is unrelated to the safety or performance of the device and is beyond the risk control of the manufacturer. The IFU warns against the risk of igniting flammable gases or other materials. Upon receipt of the device, megadyne will investigate further and will submit a follow up report.